Event description:
It was reported the patient¿s first implant was replaced because the leads broke.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v821938, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # v821938, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the cause of the lead to break was a fall. The entire lead was explanted. It was noted that the lead will be returned. An x-ray was done.

Event description:
Additional information received reports the cause of the lead to break was noted as ¿a bumpy boat ride¿. It was reported that all parts of the lead was explanted. It was noted that the lead and the generator was explanted. It was noted that the lead/parts will not be returned. It was unknown the specify location of the lead issue. It was reported multiple programming sessions were attempted. Therapeutic effects never returned to acceptable levels. It was reported that the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).